Event description:
It was reported when the physician delivered the subject balloon to the lesion and used the pressure pump to dilate, the device would not inflate and the contrast was leaking. The balloon was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The returned product was confirmed to be the product reported in the complaint. During visual inspection, it was noted that the subject device shaft was damaged inside the hub with no other anomalies. During functional inspection, the device could not be fully inflated due to hub leakage. There was no balloon leakage noted during the test but noted due to damaged catheter shaft. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was returned for analysis during which the reported event of 'balloon failed to inflate' was confirmed and the reported event of 'balloon leaked during use' was not confirmed. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. As per additional information provided by the user no damage was noted to the packaging prior to opening the packaging and the device was prepared as per dfu for this product. The device was confirmed to be in good condition during preparation / prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. It was reported that the operator ' used pressure pump to dilate the balloon with 6 atm but the balloon was not inflated. A little bit contrast agent was leaked. The operator thought the balloon leaked so replaced it'. In the follow-up response it was stated that [1] the balloon was successfully inflated during preparation and [2] it was unclear if any leakage had been noted during preparation. The device was returned for analysis, and it was noted that there was a hole/cut to the catheter shaft when viewed through the inflation port of the hub causing leakage. There was no other damage present to the device. The balloon inflation functional test failed. However, the balloon leak functional test passed. The balloon could not be fully inflated due to fluid leakage noted at the proximal (hub) end of the subject device but there was no balloon leakage noted. Based on investigations in collaboration with the chinese sales and marketing team, it is probable that this damage to the balloon catheter occurred through use of a needle during preparation of the device. An assignable cause of not confirmed will be assigned to the as reported event of ¿balloon leaked during use¿ and an assignable cause of handling damage will be assigned to the as reported event of ¿balloon failed to inflate¿. An assignable cause of user error will be assigned to the as analyzed events of ¿balloon catheter shaft leaked during use¿ and ¿balloon catheter damaged¿ as the issue investigation confirms that there was an act or omission of an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user.

Event description:
It was reported when the physician delivered the subject balloon to the lesion and used the pressure pump to dilate, the device would not inflate and the contrast was leaking. The balloon was replaced and the procedure was completed successfully with no clinical consequences to the patient.